Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (2000 mcg at 176 mcg/day) via an implanted pump. The patient¿s medical history included intractable spasticity. The indication for pump use was non-malignant pain. On (B)(6) 2019, it was reported that the patient felt the pump moving in the pocket and questioned if the drug was being delivered due to the movement. A rotor/dye study was done on (B)(6) 2019, in the late afternoon and clear csf (cerebrospinal fluid) was drawn off the catheter access port. Contrast was injected and no fractures or disconnects were identified. The rotor study confirmed proper function and no alarms were present in the logs. The patient¿s pump was primed, and therapy was set at the same rate as when she came in. There were no environmental, external, or patient factors that may have led or contributed to the issue. It was unknown if the issue was resolved. Nothing was being done right now after the rotor/dye study. It was indicated that the hcp had no further information to provide regarding the event. The patient status was reported as ¿alive ¿ no injury¿. No further complications have been reported as a result of this event.